Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 60m abdominal aortic aneurysm. It was reported when the patient returned for follow-up on a CT performed one month post the index procedure, a type ia endoleak and a lumbar leak with no change in aneurysm size was identified. Treatment options were discussed but were not performed. The patient expired on an unknown date due to non healing leg ulcers. The death was not considered by the physician to be related to the mdt device. As per the physician the cause of the endoleak was angulation of the aortic neck. No additional clinical sequalae were reported.